Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture concomitant medical products: mentor memorygel breast implant 400cc, catalog number 3507400bc, serial number (B)(4), lot number 5896215. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor memorygel breast implant 400cc and experienced rupture on the right side. The rupture was noticed during device removal surgery on (B)(6) 2019. The device was replaced with non-mentor implants.